Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the pump supplies. The customer's blood glucose (bg) level was 400 mg/dl and an insulin injection was used to address the bg level. The cause of the past occlusions could not be determined. A system check was performed using the current supplies. The pump and infusion set tubing performed as expected. The cannula was removed and no damage was noted. A new cartridge was loaded and the customer received a minimum fill notification after 200 units were loaded and an air leak had been detected in the pump. The customer was to use insulin injections to manage diabetes.